Event description:
It was reported that pump displayed malfunction code that continued to recur even after pump was reset. There was no reported impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider regarding backup insulin therapy, and technical support arranged shipment of replacement pump.